Event description:
While performing a revision surgery to repair a previously repaired fracture (peri prosthetic fracture repaired with a locked synthes plate), the glenoid was discovered to be loose. Due to the health and activity level of the pt, the physician elected to implant a long stemmed hemiarthroplasty.

Manufacturer narrative:
Investigation in process.